Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac to treat osteoporotic vertebral fracture. Approximately 1 year post-op the patient underwent an additional surgery to extend the construct up to t5 due to kyphosis at the superior levels. An additional surgery was performed to extend the fixation to t2 due to kyphosis and a t4 fracture. It was reported that the patient may have gotten an infection post-op. No additional information is available.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.